Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The handshake connection, sheath, coil, burr and annulus were visually examined. Inspection of the device found that the coil was kinked and stretched at the handshake connection. The guide catheter used in the procedure was not returned for analysis; testing was performed using a test 8f guide catheter. During testing, the returned burr catheter was able to be fully inserted and removed with no resistance or issues. The rotawire used in the procedure was not returned for analysis. So, functional testing consisted of using a test rotawire. The wire was inserted through the annulus, but was not able to pass the damaged coil. Product analysis confirmed the reported damage and resistance with the rotawire, as the kinked and stretched coil prevented the test rotawire from smoothly advancing through the device. The reported resistance with the guide catheter was not able to be confirmed during analysis, but was able to be confirmed during review of the instructions for use as the reported guide catheter used was not the correct size. No other issues were identified during the product analysis.

Event description:
It was reported that the burr was stuck. Vascular access was obtained via radial approach. The 99% stenosed target lesion was located in the non-tortuous and severely calcified mid left anterior descending artery (lad). A 1.25mm rotalink plus and 330cm rotawire were selected for percutaneous coronary intervention (pci) procedure. During the procedure, the physician had difficulty advancing the burr through the guiding catheter as there was resistance when pushing it. After a few rounds of trying, physician decided to change to femoral approach with a 7fr non-boston scientific guiding catheter, but due to the weak guiding support, the rotawire keeps coming out from lad. A new 7fr non-boston scientific guiding catheter was inserted and engaged into the ostial left main but still felt the resistance and the wire got stuck inside the advancer. Both the burr and the wire were removed together from the patient's body. The nurse has to pull out the wire with force once it was outside patient's body. It was noted that there was a damage at the handshake connection and the rotawire. The procedure was completed by replacing the rotalink device and the rotawire. No complications were reported and the patient was alert after the procedure and was transferred to ward.

Manufacturer narrative:
Corrected h6 evaluation conclusion codes from adverse event related to procedure to failure to follow instructions. Device evaluated by MFR: the complaint device was received for product analysis. The handshake connection, sheath, coil, burr and annulus were visually examined. Inspection of the device found that the coil was kinked and stretched at the handshake connection. The guide catheter used in the procedure was not returned for analysis; testing was performed using a test 8f guide catheter. During testing, the returned burr catheter was able to be fully inserted and removed with no resistance or issues. The rotawire used in the procedure was not returned for analysis. So, functional testing consisted of using a test rotawire. The wire was inserted through the annulus, but was not able to pass the damaged coil. Product analysis confirmed the reported damage and resistance with the rotawire, as the kinked and stretched coil prevented the test rotawire from smoothly advancing through the device. The reported resistance with the guide catheter was not able to be confirmed during analysis, but was able to be confirmed during review of the instructions for use as the reported guide catheter used was not the correct size. No other issues were identified during the product analysis.

Event description:
It was reported that the burr was stuck. Vascular access was obtained via radial approach. The 99% stenosed target lesion was located in the non-tortuous and severely calcified mid left anterior descending artery (lad). A 1.25mm rotalink plus and 330cm rotawire were selected for percutaneous coronary intervention (pci) procedure. During the procedure, the physician had difficulty advancing the burr through the guiding catheter as there was resistance when pushing it. After a few rounds of trying, physician decided to change to femoral approach with a 7fr non-boston scientific guiding catheter, but due to the weak guiding support, the rotawire keeps coming out from lad. A new 7fr non-boston scientific guiding catheter was inserted and engaged into the ostial left main but still felt the resistance and the wire got stuck inside the advancer. Both the burr and the wire were removed together from the patient's body. The nurse has to pull out the wire with force once it was outside patient's body. It was noted that there was a damage at the handshake connection and the rotawire. The procedure was completed by replacing the rotalink device and the rotawire. No complications were reported and the patient was alert after the procedure and was transferred to ward.

Event description:
It was reported that the burr was stuck. Vascular access was obtained via radial approach. The 99% stenosed target lesion was located in the non-tortuous and severely calcified mid left anterior descending artery (lad). A 1.25mm rotalink plus and 330cm rotawire were selected for percutaneous coronary intervention (pci) procedure. During the procedure, the physician had difficulty advancing the burr through the guiding catheter as there was resistance when pushing it. After a few rounds of trying, physician decided to change to femoral approach with a 7fr non-boston scientific guiding catheter, but due to the weak guiding support, the rotawire keeps coming out from lad. A new 7fr non-boston scientific guiding catheter was inserted and engaged into the ostial left main but still felt the resistance and the wire got stuck inside the advancer. Both the burr and the wire were removed together from the patient's body. The nurse has to pull out the wire with force once it was outside patient's body. It was noted that there was a damage at the handshake connection and the rotawire. The procedure was completed by replacing the rotalink device and the rotawire. No complications were reported and the patient was alert after the procedure and was transferred to ward.